Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately high compared to her feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). At an unspecified date/time, the patient reportedly obtained a blood glucose reading of ¿229mg/dl¿ with the subject meter. The patient¿s testing frequency and normal blood glucose range are not known. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. According to the csr¿s documentation, in response to the alleged meter issue, the patient reportedly consumed more food/drink in the afternoon (date unclear) and later (date/time unknown) developed symptoms of shaking and weakness. The patient, however, denied receiving any form of treatment after the alleged issue began. It is not specified if the patient tested (with the subject meter) at the onset and/or during her symptoms or if she tested with another device after the alleged issue began. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2013): the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/11/2013). The patient¿s meter and test strips have been returned on 12/2/2013 and 12/10/2013, respectively, and evaluated by lifescan product analysis on 12/4/2013 and 12/11/2013, respectively, with the following findings:the meter passed all testing with no faults found. In addition, a secondary issue was noted when the meter was found to have dirty spc pins. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.